Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the damage to the power cable was caused by an unexpected load applied.

Manufacturer narrative:
The user facility reported that they tried two power cables into a known working wall outlet. The green power indicator led on the monitor did not illuminate until the power switch was flipped. During the troubleshooting, it was determined that the ac power cord was defective. The spare ac power cable is working and currently being used on the device. No other issues were reported. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported that a liquid crystal display (lcd) monitor was not powering up. No patient involvement or injuries were reported. No additional information has been obtained.